Event description:
Healthcare professional reported, a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening curved on anterior. Leak test and microscopic analysis was performed, which identified creases flat and striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening on anterior assessed, as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.